Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a failed battery test alarm. Blood glucose was unknown at the time of incident. Customer's parent stated that the insulin pump had a recurring failed battery test and unable to clear the alarm. Troubleshooting was performed. Failed battery test alarm occur shortly after inserting new battery. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with blank display due corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.